Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange did not deploy. The stent was removed partially deployed on the delivery system and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent in position 2 and the inner sheath was kinked. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event of inner sheath kinked was likely due to factors encountered during the procedure such as the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event. Furthermore, there is not enough evidence to establish the cause of cancelled/rescheduled - post sedation/sedation unknown without proper evaluation of the device the reported event of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange did not deploy. The stent was removed partially deployed on the delivery system and the procedure was not completed. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be fine.